Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after delivering a bolus of 4.4 units. Reportedly, the insulin gauge displayed 55 units, and after the delivery of the bolus request, the insulin gauge decreased to 45 units. Review of the pump data logs by tandem technical support confirmed the reported event. There was no impact to the customer's blood glucose level.